Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at first firing of the stomach the purple reload could not be loaded on the stapler. The surgeon was able to press the green button, but was unable to squeeze the handle. Another handle and reload was used to complete the procedure. There is no patient injury.